Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When avail, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt noticed an obvious decreasing of volume on (B)(6) 2011. History of head trauma is denied by the guardians and problems of external devices are excluded. Latest testing shows high impedance on all channels except of channel 12.